Manufacturer narrative:
The returned device was evaluated and found a kink on the exposed portion of the soft cannula. Fluid path test was conducted and fluid was able to exit the cannula despite the kink being present. The timing and cause of the damaged cannula could not be determined. It could also not be determined if the damaged cannula affected the device¿s ability to deliver insulin or if it contributed to the reported skin irritation. No timeouts or drive stalls were seen in the extracted data.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent in half. Patient also stated they had skin irritation. As treatment for hyperglycemia, a new pod was applied, a correction bolus was delivered, and water was consumed. The patient's blood glucose, carbohydrate, and insulin history are as follows: time: 9 pm, bg(mg/dl): bg levels were 200 mg/dl. 11 pm, bg levels were 500 mg/dl.